Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized. It was reported that the customer had been in a car accident. It was reported that the device had history of low alerts before the car accident. It was reported that the customer was air lifted to hospital and treated for injuries. It was reported that the customer was taken off the pump and placed on insulin. No further information or assistance provided.